Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had ongoing complaints of the electrical shock sensation. The cause was confirmed through imaging to be a sternal wire and not ventricular assist device (vad) related. If the issue persists the cardiothoracic (CT) surgeon would remove the sternal wire. It was reported that the patient had recently been admitted for implantable cardioverter defibrillator (ICD) discharge and was seen by cardiothoracic CT surgeon during that admission. The surgeon felt that it was not bothering the patient at the time and held off on further action.

Manufacturer narrative:
Section h6 medical device problem code: correction. "4018 - unintended electrical shock" was corrected to "3189 - no apparent adverse event". Manufacturer's investigation conclusion. No device-related issues were reported. It was reported that the patient had had complaints of electric shock sensations which were determined to be unrelated to the patient¿s implantable cardioverter-defibrillator (ICD) per device download. It was initially noted that the sensations occurred on batteries. It was later determined through imaging that the cause for the sensations was a sternal wire and not ventricular assist device (vad) related. The patient continued to have the sensations; however, felt that they were not bothersome and so no intervention was performed. The submitted log files captured no notable events. The pump appeared to have functioned as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. C, are currently available. Although no device-related issues were reported, these two documents list all potential adverse events that may be associated with the use of heartmate 3 lvas and contain important information regarding all system controller alarms and outline the appropriate actions associated with them. These documents also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was taken from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complaints of electronic shock sensation, not implantable cardioverter-defibrillator (ICD) per device download. Log files were reviewed which revealed no unusual events recorded in the log file. The patient continued to feel electrical shocks. It was suspected to be sternal wire, the patient followed up with their surgeon. No additional information was provided.